Event description:
During endoscopy, the overtube was back-loaded on the endoscope. It was well-lubricated and advanced slowly and without resistance into the esophagus. During bond ligation, the endoscope with the bonding attachment in place repeatedly caught on the of the overtube. This made removal very difficult, putting traction on the overtube. At the end of the procedure, as the overtube was removed, bleeding was identified from the proximal esophagus. Inspection of this area showed a 3cm tear at 16 cm tear from the incisors. A gastrografin swallow then showed a small esophageal perforation.